Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and could not duplicate the reported event. The representative checked the logs, tested the image acquisition system (ias) and mobile view station (mvs), but could not reproduce the issue. A generator fault during booting was suspected, however could not be confirmed. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure the image acquisition system (ias) was beeping when the imaging system was plugged in. The site unplugged it from the mobile view station (mvs) and the batteries appeared to be full. Multiple outlets were tested with the same result. System reboots did not resolve the issue. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the atp board on the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect atp board has been received by the manufacturer for evaluation. However, results are not available at this time.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the connection between the atp and fluoro board was not secure. The representative then secured the connection to resolve the reported issue. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Device evaluation: the atp console was returned to the manufacturer for evaluation and the reported issue was confirmed. Visual indicators ds1 and ds2 do not illuminate. Beeping is emitted each time the generator is powered on.